Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that "the smartsite (2000e) was attached to a central line. The line was flushed with a 10ml syringe of saline and the line was working well. The nurse then tried to disconnect the syringe and the smartsite came apart where the white connects to the plastic. The central line then had to be clamped and forceps used to remove the other part of the smartsite. The line on the central line could no longer be used." No leak was observed. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No medical intervention was required. No additional information provided.